Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles, flat creases, crack opening. A leak test was perform and were found seven openings. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and six curved striated openings on anterior side assessed as surgical damage and nicks with striations. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve, curved striated openings assessed as surgical damage and crease/folding of implant. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation and it was "folded". Device was explanted.

Manufacturer narrative:
Information contained on this report was previously submitted through asr on 22/jul/17. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and it was "folded". Device was explanted.